Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. X-ray inspection found the inner coil was over torqued inside the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the blood/ tissue in the helix region and overtorque of the inner coil.

Event description:
During the initial implant procedure, a helix anomaly of the right ventricular (rv) lead occurred. The physician elected to explant the rv lead and complete the implant procedure with a replacement lead. The patient was in stable condition.